Event description:
It was reported that balloon deflation issue occurred. It was reported that target lesion was 30% stenosed, moderately tortuous and mildly calcified vessel. A 28 x 2.50 promus elite stent balloon expandable stent was selected for percutaneous coronary intervention (pci) procedure. During the procedure, uncontrolled deflation of the balloon at 6 atm was noted. Balloon delivery system was removed, and balloon was in inflated state when removed from the patient body. Procedure was completed using new drug eluting stent (des). No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the returned product consisted of the promus elite 28 x 2.50mm stent delivery system (sds), batch # 32448467 device. The reported event could not be confirmed as the balloon could be inflated to its rated burst pressure with no issues. Analysis of the device also identified multiple kinks and a break along the hypotube shaft with stent struts lifted at the proximal and mid to distal end of the stent. Initial reporter address: (B)(6). Initial reporter phone: (B)(6).

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon deflation issue occurred. It was reported that target lesion was 30% stenosed, moderately tortuous and mildly calcified vessel. A 28 x 2.50 promus elite stent balloon expandable stent was selected for percutaneous coronary intervention (pci) procedure. During the procedure, uncontrolled deflation of the balloon at 6 atm was noted. Balloon delivery system was removed, and balloon was in inflated state when removed from the patient body. Procedure was completed using new drug eluting stent (des). No patient complications were reported.